Event description:
The following has been reported: "when the injection remains 10 ml, the micro pump alarm indicates that the injection is complete, and the injection cannot continue after restart." Underdose situation (pump stops w/medication still remaining). It is not known if the pump was attempted to be rebooted when the infusion would not restart. Reporting due to the referenced issue as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.